Manufacturer narrative:
Inspection of the returned device confirmed luer fitting was cracked which resulted in reported leaking. No cause for the cracked luer has been identified. The entire device was inspected and there was no other evidence of damage or abnormality. Give that the cracked luer is outside the pt and no other damage was found, it is most likely that the ekosonic device did not contribute to the dissection.

Event description:
During treatment with ekosonic system, pt lost motor function in treated limb and went to surgery for femoral-popliteal bypass. Imaging indicated dissection distal to treatment area. Customer hypothesized that dissection occured during placement of the guidewire, prior to placement of the ekosonic device. Additionally, the ekosonic device was observed to be leaking at the luer fitting (outside the pt) when it was removed. The leak most likely did not contribute to the required surgery.